Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, when the staple was being fired, the stapler was unable to fire, the surgeon was able to press the green button and the handle did not squeeze. The staple line was incomplete. Another stapler and reload were opened to complete the case. There was no patient injury.